Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. A cartridge change was performed to try and resolve the issue; however, the issue persisted. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 140 mg/dl.